Manufacturer narrative:
Investigation results will be provided on the final report.

Event description:
Manufacturer report number: 1627487-2019-04733, manufacturer report number: 1627487-2019-04736, manufacturer report number: 1627487-2019-04737. It was reported that device system was explanted due to an unknown issue. Patient was no longer using the system. Patient was stable.

Event description:
Manufacturer report number 1627487-2019-04733.manufacturer report number 1627487-2019-04736.manufacturer report number 1627487-2019-04737.